Event description:
It was reported the patient has been experiencing intermittent stimulation since an ultrasound was used during physical therapy treatment. The ultrasound was used in close proximity of the patient's ipg site. In turn, the patient is worried that her ipg may have been damaged as a result.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.